Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The manufacturer received information alleging inhaled or ingested degradation foam and increased risk of illness. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.